Event description:
New information noted that the device and lead were removed on an unknown date.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is cardiovascular collapse with three underlying causes, old myocardial infarction, coronary artery disease, and ventricular tachycardia.

Manufacturer narrative:
The device was above eri upon receipt. Analysis was normal. No anomalies were found.